Event description:
The distributor (B)(6), reported the following event for the (B)(6) hospital: "impossible to lock the femoral block, it cannot hold."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device was discarded.